Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the stent was dislodged within the guide catheter. The dislodged stent was removed completely as the devices were removed as a whole system.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90x3.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilation was performed with a 3.5x8 balloon catheter. However, during introduction of a 3.50x20mm synergy¿ drug eluting stent, it was noticed that the stent was dislodged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.